Event description:
Accidental device ingestion. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for dental prosthesis placement. Concurrent medical conditions included hypertension. On (B)(6) 2015, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: the patient used polident denture adhesive cream once in the morning. There was no adhesive cream left after detaching denture in the evening. It was suspected that she swallowed the product. It was reported that no adverse event occurred and no treatment and test were received related to the event. Medications for hypertension and implant, and nutritional supplements for preventing dementia were reported as concomitant drugs (brand name and manufacturing company were unknown). The information for batch no and expiration date was not available. No further safety information was reported. There was no consent to follow up.